Manufacturer narrative:
Date of the event was approximated to (B)(6) 2019 as no event date was reported. Investigation results: a flexiva 200 tractip laser fiber was returned in one piece. The fiber measured approximately 314.3 cm from the top of the connector and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. There was no damage along the body of the fiber. Visual examination revealed that light cannot travel to the fiber face within the sub miniature-a (sma) connector to illuminate it indicating that the fiber is broken within the connector, likely as a result of handling during procedure. Review and analysis of all available information indicated that the root cause is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device e history record (DHR) was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was used in a procedure performed on an unknown date. According to the complainant, it was noted that the laser fiber was faulty. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.